Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Grommet damaged.

Event description:
It was reported that the device detected atrial sense events even with the device set to least sensitive and with the atrial lead disconnected and a pin plug inserted into the atrial port. It was also reported there was blood in all ports. The device was explanted, returned, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.